Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient was examined by doctor and found that patient has occlusion that is less than ideal. Patient is suffering from heavy anterior traumatic occlusion since starting byte aligner treatment that has created irreversible damage to his front teeth including pain to biting and mobility of lower front teeth. Patient is also beginning to show signs of tmd including pain to palpation of tmj and masseters, as well as frequent tension headaches. Doctor recommending stopping aligner therapy immediately.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.